Event description:
It was reported that the compressor had a leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This event occurred on the thai market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial report d4 serial # correspond to device involved in the event, which is "compressor mini 230v¿.

Manufacturer narrative:
Initially it was reported that the compressor had a leakage. On-site investigation was performed. According to received information low pressure alarm occurred due to leakage from diss air filter. The compressor and filter were checked, the issue could not be reproduced. The device was returned to clinical use. In case of low pressure delivered from compressor mini air outlet, the servo ventilator switches to 100% oxygen when loosing air inlet pressure. Alarms will be generated, and proper measures can be taken. Therefore, this situation is not-safety related, the issue will be displayed and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).